Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to site to test the equipment. Representative reported that a foot switch cable was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the lan connector of the navigation system was damaged and could not be connected to imaging system. It was reported that during the procedure, navigation system barely connected to the imaging system. It was confirmed that after the completion of procedure, navigation system was unable to communicate with the imaging system. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.